Event description:
It was reported that the inflatable penile prosthesis (ipp) implant procedure was not completed because the right corpora was distally perforated while dilating. The patient was under general anesthesia at the time the procedure was cancelled. There were no further patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) implant procedure was not completed because the right corpora was distally perforated while dilating. The patient was under general anesthesia at the time the procedure was cancelled. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.